Event description:
During a shoulder repair utilizing the bioraptor 2.9 with 1 ultrabraid, it was reported that the screw and suture were separated during the procedure. No pieces broke inside the patient and a back-up device was available. It is unknown if the initial prepped site was used or left empty. The customer has indicated that the device will be returned to the manufacturer. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation:one bioraptor 2.9 with 1 ultrabraid device was returned for evaluation of the reported complaint mode, ¿anchor and suture separated¿. The delivery device with attached suture was received. There is no indication that the suture was unwound from the handle but the anchor is not present. Since the anchor was not returned, without the full device complement, no root cause can be determined. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).